Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported the patient has an open wound at the implantable pulse generator (ipg) incision site. Patient was prescribed antibiotics. Patient is to possibly consult with an infectious disease specialists as the next course of action.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Patient was seen by infectious disease specialist and subsequently to stop taking antibiotics as wound was improving. The patient was told to keep the wound clean and dry, no further medical intervention was necessary.

Manufacturer narrative:
The entry in h6 for device code should be 'adverse event without identified device or use problem' instead of 'biocompatibility.'